Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0421511v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0421511v, implanted: (B)(6) 2005, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the deep brain stimulator was removed in approximately (B)(4) 2012 due to an infection. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0421511v, implanted: (B)(6) 2005, product type: lead. Product ID 3387-40, lot# j0421511v, implanted: (B)(6) 2005, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information received reported the date of onset for the infection was (B)(6) 2012. Explant of the device was on (B)(6) 2012. The location of infection was the generator pocket. A culture was performed and the result was serratia. No interventions were performed. The infection had resolved.